Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead, model#: sc-4316, lot #: 19376523, description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had large amount of leakage from the ipg site. It was also noted that the infection was confirmed and the patient had numbness in legs and stomach post-surgery. The patient was given antibiotics. The patient underwent an explant procedure.

Event description:
A report was received that the patient had large amount of leakage from the ipg site. It was also noted that the infection was confirmed and the patient had numbness in legs and stomach post-surgery. The patient was given antibiotics. The patient underwent an explant procedure.